Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular leadless pacemaker (vlp) was unable to implant due to multiple mapping attempts showing low impedance and limited current of injury. The vlp was removed and a pacemaker was implanted. The patient was in stable condition.